Event description:
The hosp reported that at the completion of the coronary artery bypass graft procedure, two heartstring seals didn't unravel completely during the removal process. The seals were removed without damaging the anastomoses. No pt complications were reported by the hosp.